Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the insertion of this patient's corail revision stem, the small metal tip of the anterior approach stem inserter shaft was broke off in the insertion hole of the stem. Upon realizing it had broken off, the surgeon immediately used a small tonsil clamp to remove the metal tip from the insertion hole. Then used the posterior approach stem inserter shaft, from the same instrument tray, the remainder of the surgery. The surgery time was not extended due to the broken instrument and both pieces of the inserter shaft were retrieve from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that during the insertion of this patient's corail revision stem, the small metal tip of the anterior approach stem inserter shaft was broke off in the insertion hole of the stem. Upon realizing it had broken off, the surgeon immediately used a small tonsil clamp to remove the metal tip from the insertion hole. Then used the posterior approach stem inserter shaft, from the same instrument tray, the remainder of the surgery. The surgery time was not extended due to the broken instrument and both pieces of the inserter shaft were retrieve from the patient. During the same surgery, the locking mechanism for one of the two broach handles did not lock (latch) properly. It was unknow why the mechanism did not properly secure the broach on the handle. The surgeon used just one of the two available broach handles, as opposed to using both of them simultaneously, throughout the surgery. The surgery time was not extended due to the broken handle and no broken parts were found by the surgeon or scrub tech. A replacement inserter shaft and broach handle are needed to complete the hospital's consignment instrumentation trays. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the cor/tri ant stem insert shaft was broken from the tip, the broken fragment was not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.